Manufacturer narrative:
Root cause: the washer snaps onto another component, the collar. The collar was inspected and found to be made slightly smaller than usual, although still in spec. This decrease in size results in a smaller retention force of the washer. The drawing of the collar has been revised in order to ensure that the washer is strongly retained. It should be noted that initially this event was determined to be not reportable. Upon re-review, it was decided that this should be reported.

Event description:
The washer of an implant came off during implantation.